Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the nominal body od for a dsf1233 sheath is 4.7mm, and the patient's access vessel diameter was reportedly 4.4mm at the smallest diameter. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2020 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath as an accessory in the procedure. After the stent grafts were implanted, the 12 fr. Sheath inserted on the left side of the patient was removed, and angiography revealed a dissection from the distal end of the left common iliac artery to the left femoral artery. The physician commented that the patient's access blood vessel was narrow. The diameter of the patient's left access vessel ranged from 4.4-6.3mm. No resistance was reported by the physician during sheath advancement or removal. Two boston scientific epic bare metal stents were placed to treat the dissection. The dissection was successfully treated. There were no further reported issues. The patient tolerated the procedures.

Manufacturer narrative:
B.4. The date of this report for initial reportability was updated from 1/7/2020 to 1/6/2020.

Manufacturer narrative:
H.6. Method code 2 added. H.6. Results code 2 added.